Manufacturer narrative:
H3: evaluation summary: insert shows marks on center eminence of superior surface that suggests hyperextension. Inferior surface only shows marking removed. No obvious damage to the device. At this time, a definitive cause cannot be determined. Development will visit again when tissue sample results are available. H6: evaluation codes: tibial insert exhibits wear on the bearing surfaces and wear to the inferior side of the device. Device history records indicate that the device was manufactured and packaged to specification. X-rays and tissue samples were returned for review. Tissue samples have been sent out for analysis by the bone and joint research lab.

Event description:
It is reported that the device was implanted in 2002. Post-op, the device was revised due to bone lysis-geode. Age of device is unknown.